Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, the event history log revealed "system error 345" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as system error 345 messages in a review of the event history log. The cause of the condition was not determined. The ultrasonic sensor is required to be replaced as per precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
Corrected information g3: the initial date received by MFR (02/02/2024) is corrected to (B)(6)2024.